Event description:
It was reported that the lead was fractured. Lead oversensing and high impedance were noted and patient alert was triggered. The proximal end of the lead was removed, the remaining portion of the lead was capped. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was melted and the outer insulation was breached cut; apparent explant damage; proximal segment returned and analyzed. No fracture found visually or electrically on returned segment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was melted and the outer insulation was breached cut; apparent explant damage; proximal segment returned and analyzed.

Event description:
It was reported that the lead was fractured. Lead oversensing and high impedance were noted and patient alert was triggered. The lead was capped and replaced. No patient complications were reported as a result of this event.